Manufacturer narrative:
Due to the new information received, this record is now not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating there was no product issue. The patient coughed during surgery which caused the need for a vitrectomy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported an that during an intraocular lens (iol) implant surgery, the surgeon needed to use a different lens due to complication of procedure. A vitrectomy was performed.